Event description:
A male pt contacted lifecor customer support to report that one of his battery packs was not charging. He reports that when he puts the battery pack in the charger, he gets the red charger fault flashing indicator. Support asked the pt to check the battery contacts adn the fit of the battery pack in the charger. The pt reports no obvious contact issues and the battery pack fits snug in the charger. He reports his other battery pack charges normally. A review of the pt's downloads in 2006 and the next two days indicate battery charger fault flags. The suspect battery pack was replaced.